Event description:
It was reported that there were high impedances with a value of greater than 10,000 ohms. There was a loss of stimulation and loss of therapeutic effect. Actions required as a result of the event included hospitalization from (B)(6) 2014. Rupture of the electrode was confirmed by telemetry and radiology. There was an observation of impedances over 10,000 ohms due to a partial break of the material. It was stated ¿obstruction: waiting for complete dysfunction.¿ the patient¿s status was alive with no injury. There was less than 50 percent therapy relief. The event was reported as recovered on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-28, lot# 0205958097, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3877-45, lot# 208358322, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient experienced pain.